Event description:
It was reported that the user experienced difficulty navigating the ilet interface to access the rewind function during an infusion set and cartridge change, which relates to usability of device software and the infusion set/cartridge replacement process; the user subsequently resolved the navigation issue independently, and no device alerts or alarms occurred. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no medical intervention and no impact on daily activities. Investigation included remote troubleshooting and user education. Investigation of this case revealed that normal device function was observed after user guidance and that the event was attributable to user interface navigation error. It was concluded that the device performed as intended and that the event was resolved with troubleshooting and education.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.